Event description:
Brought to biomed. Shop by respiratory therapy with e 36 error code. Also found e 42 error lossed in vent memory. Failure of the brake clip created a short circuit between the wires from the main power switch, at the terminal block, and ground, at the body of the flow control valve.